Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with low blood glucose levels. The customer's blood glucose level at the time of incident was 48mg/dl. The customer states they treated lows. The customer had issues with sensor readings. Troubleshoot was conducted, and the customer was advised to upload readings, and to monitor the device and call back if issues persist.